Manufacturer narrative:
Additional information, has been requested and if received, will be supplied on a supplemental report.

Event description:
It was reported that, "primary rth 2004 revision 2006, revision 2007 xrays 09/2007, 09/2006, 11/06 to be emailed please send email address".